Event description:
It was reported, by the clinician, that the balloon was being used on a pediatric pt. The balloon burst inside of the pt and the pt became hypotensive and was medically treated but did not code.

Manufacturer narrative:
Sample will not be returned for eval.